Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker exhibited an inappropriate mode switch due to far r oversensing. Programming changes were made and the patient was in stable condition.